Manufacturer narrative:
One used device was returned for evaluation. The cuff was inflated with 5 cc of air and leak-tested as per procedure. During leak testing no leakage was identified. The returned device was found to function as specified. Review of the device history record for the reported lot number showed no abnormalities. No corrective action was identified.

Event description:
A report was filed by a nurse explaining that one of her patient's tracheostomy tubes was found leaking at the cuff after 6 days of use. The tracheostomy tube was replaced. The replaced tracheostomy tube had been used approximately "20+ times" and was cleaned with "1/2 hydrogen peroxide and 1/2 sterile water" in between uses. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was filed by a nurse explaining that one of her patient's tracheostomy tubes was found leaking at the cuff after 6 days of use. The tracheostomy tube was replaced. The replaced tracheostomy tube had been used approximately "20+ times" and was cleaned with "1/2 hydrogen peroxide and 1/2 sterile water" in between uses. No incident related medical sequela was reported.